Manufacturer narrative:
(D10) concomitant devices: 142-36-00 - cocr fem head 36mm +0 offset 12/14: (B)(6). 160-70-15 - nv cemented plus std size 15: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced erythema about left hip with increasing pain and discomfort. Infection disease physician was consulted. The physician attempted to reduce the left hip and performed an aspiration. Results were positive for gram positive beta hemolytic strep. As a result, approximately 2.5 years post-surgery, the patient underwent surgery to remove all components, including hip stem and socket. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.